Event description:
It was reported that stent damage occurred. The target lesion with less than 90 degress bend was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment; however, a lift has occurred on the stent strut. The procedure was completed with another of same device. There were no patient complications nor injuries reported.